Event description:
The customer reported the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site investigation. The representative verified focus in spec. Tracking is at 60, 69, 76 kvp. Verified entrance exposure at 8.7 r/min. Performed iris calibration so that open iris was at 1.3 r/min and now is at 3.2 r/min. Closed iris at 11.6 r/min. Batteries tested at 188 vdc. Secondary output power at 118 vac. System functions now intended, and was returned for customer use.